Event description:
A customer reported that the epiq cvx ultrasound system was free swiveling side to side during transport of the system. There was no patient or user harmed because of this issue. The device was not in clinical use. The field service engineer (fse) removed the control panel arm covers. The swivel lock bushing was not flush and had become loose preventing the system from locking into position. Resolution: the control panel swivel lock bushing was replaced and secured back into place. Philips has started an investigation of this complaint.

Event description:
A customer reported that the epiq cvx ultrasound system was free swiveling side to side during transport of the system. There was no patient or user harmed because of this issue. The device was not in clinical use.

Manufacturer narrative:
The field service engineer (fse) removed the control panel arm covers from the epiq cvx ultrasound system. The swivel lock bushing was not flush and had become loose preventing the system from locking into position. Resolution: the control panel swivel lock bushing was replaced and secured back into place. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.